Event description:
Complainant alleged that while attempting to defibrillate a pt, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.